Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping and scrolling during testing. Device was also received with cracked case at the display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer removed the battery to clear the alarm and then the numbers started scrolling on the screen when trying to deliver a bolus. Blood glucose value was 489 mg/dl; the customer had not treated. The customer did not recall any significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.